Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from japan reported an a1cnow test result was 9.3%. The reading on the equipment at the inspection center was 7.7%. The difference between the readings could be clinically significant. No adverse events were alleged. The customer is expected to return the product for evaluation. A replacement kit was provided.